Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 36 mg/dl. The customer was treated with food. Troubleshooting was not performed. The customer reported that the purple part of the transmitter was filled with blood. The customer reported that there was blood at site. Customer states the site was not actively bleeding. The insulin pump will not be returned for analysis.